Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records for review and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers off when it is tilted. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2020-01569.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers off when it is tilted. There was no report of patient use associated with the reported event.